Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the diabetic ketoacidosis and high blood glucose level (B)(6) 2018. The customer was alleging the insulin pump for under delivery of the insulin. The customer¿s blood glucose level at the time of the incident was 404 mg/dl. The customer¿s current blood glucose level was 300 mg/dl. The customer was treated with manual injections. The customer was feeling nausea due to high blood glucose level. Customer was wearing the insulin pump at the time of hospitalization. Customer was assisted with the troubleshooting. The customer was alleging the insulin pump for under delivery because the customer¿s doctor was alleging the under delivery of the insulin. The insulin pump will not be returned for the analysis.